Manufacturer narrative:
The reported event of generator made an odd noise and failed to transmit current when the pedal was pressed were confirmed at the customer¿s site. The onsite biomed found that by moving the device to another room the generator operated without any issue; faulty electrical outlet in the room was suspected. Due to anatomical/procedural factors encountered during the procedure; performance of the device was limited. Therefore, the most probable root cause classification is operational context. A review of the device history record (DHR) was performed and no deviations were found.

Event description:
Note: this report pertains to the first of two devices used during the same procedure. Refer to manufacturer report # 3005099803-2017-02686 for the other associated device information. It was reported to boston scientific corporation that two endostat iii rf generators were used during a colonoscopy procedure. According to the complainant, during the procedure, the two generators made an odd noise and failed to transmit current when the pedal was pressed. The procedure was not completed due to this event. It was noted that the endostat machines operated without issue when used in a different room. The patient's condition at the conclusion of the procedure was reported to be stable.

Manufacturer narrative:
(B)(4). According to the complainant, the suspect device has been retained and is not available for return. If any further relevant information is received, a supplemental MDR will be filed.

Event description:
This report pertains to the first of two devices used during the same procedure. Refer to manufacturer report # 3005099803-2017-02686 for the other associated device information. It was reported to boston scientific corporation that two endostat iii rf generators were used during a colonoscopy procedure. According to the complainant, during the procedure, the two generators made an odd noise and failed to transmit current when the pedal was pressed. The procedure was not completed due to this event. It was noted that the endostat machines operated without issue when used in a different room. The patient's condition at the conclusion of the procedure was reported to be stable.